Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. Bipolar pin on the distal end is visibly missing. The missing pin approximately .261" x .0625" is not returned with the instrument. This causes the jaws to move uncontrollably. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the force bipolar instrument pin came out. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there were issues removing the instrument through the cannula, requiring removal together with the port; however, no new port incision was needed. No missing fragments or fragment release into the patient were reported, and no patient injury occurred. No images or video are available for review, and the instrument has already been returned to isi for evaluation.